Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's test strips were provided for investigation where they were tested using a retention meter and a retention control. The test strips and vial showed no defects. Testing results (qc range = 2.5 - 3.1 inr): qc 1 = 2.9 inr, qc 2 = 2.9 inr, qc 3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
It was reported that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 2.0 inr. Within 30 minutes of meter testing, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.48 inr. The patient's therapeutic range is 2 - 3 inr. The patient is tested once every 14 days.